Event description:
It was reported, "the scope is coming up with error-device is unrecognizable". There were no reports of patient harm.

Manufacturer narrative:
E1 facility code: (B)(6). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the error occurred due to a communication failure caused by a video connector malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, "the scope is coming up with error-device is unrecognizable". There were no reports of patient harm.